Event description:
It was reported that when the patient presented through merlin.net transmission, device was found to reach eri prematurely. Review of session records noted sudden drop in battery voltage. Device was explanted and replaced.